Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the customer could not hear the alarms on the insulin pump. Insulin pump had an insulin pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump passed displacement test. Customer did a self test and got pump error alarm then battery failed test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.